Manufacturer narrative:
The device/event is reported at this time based on analysis findings which indicate a reportable event. H3. Product analysis: equipment used: video inspection system (B)(6), ruler (B)(6), camera (panasonic lumix dmc-zs5) as found condition: the concerto coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a second sealed plastic biohazard pouch and within an opened concerto inner pouch. The unknown micro catheter used during the event was not returned for analysis. Six additional concerto devices were also returned and will be addressed in their respective plis. Visual inspection/damage location details: the concerto pusher was found bent at the actuator interface and found bent/kinked throughout the length of the pusher. The pusher was also found broken at the positive load indicator with the two segments retained by the release wire. The coin was found fully retracted out of the lumen stop. The shield coil was found undamaged, and the implant coil was already detached and not returned for analysis. Testing/analysis: the concerto device could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damage to the micro catheter, incompatible micro catheter, or tortuous anatomy. Customer only reported devices were prepared per IFU. Therefore, the likely cause could not be determined. The returned concerto pusher was found bent/kinked. It is possible the damages occurred during the attempt to push the coil into the micro catheter against the reported resistance. As the implant coil and unknown micro catheter used in the event was not returned for analysis, any contribution of the implant coil and micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. The pusher was found broken and the release wire was found retracted, likely detaching the implant as designed by the subassemblies. It is possible the break occurred due to advancing again st high resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the concerto coil did not deploy; it was stuck in the catheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).